Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN(b)(6) was performed from the date of manufacture, 30-APR-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the latch sensor was out of alignment with the latch inseparable. A Field Service Engineer (FSE) removed the mounting latch, adjusted the latch insep to restore proper alignment, and resolved the issue. The FSE also checked and reseated all cables and inspected all slide bumpers. The system functioned as intended after the Field Service Engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, drawers 6 and 4.2 on the main unit were physically closed, but the system did not recognize them as closed. The customer checked for obstructions but found none. The console was unplugged and restarted however the issue persisted. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.